Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid (unknown dose and concentration) via an implantable pump for non- malignant pain. Beginning 2 weeks prior to this report date, the pump was alarming/beeping and patient confirmed she was hearing the critical alarm when the alarm tests were performed during the call. The patients next refill appointment was scheduled for (B)(6) 2017. The patient reported experiencing return of pain that begun 2 weeks prior to this report date, patient noted that she was in so much pain she could barely walk, the pain was unbearable but she had not noticed any other symptoms of withdrawal the patient had tried calling the health care professional but they were not calling her back and she did not want to wait until (B)(6) because her pain was so bad. The patient was to follow up with the health care professional. No further complications were reported additional clarification indicated that patient stated that she was having no other symptoms other than pain since the beeping started. Patient service specialist (pss) reviewed to watch for signs of withdrawal and reviewed what these symptoms would be and patient stated she was not experiencing this. Patient also mentioned she was in so much pain she could barely walk because she did not have any medication in the pump. She was assuming that's the beeping. Additional information was received from an healthcare professional (hcp). The cause of the critical alarm was noted to be the "incompetency" of the doctor's office to order the refill solution on time. The cause of the patient return of pain was determined to be the pump running out of medication. The pump was refilled the next day and the return of pain was resolved.